Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, there was liquid contamination on the battery board. The cause of the inability to charge the battery pack is the contamination. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a battery pack.